Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The tripped circuit breaker at the power cord location on the rear of the workstation was reset. The system was tested and found to be working as intended and put back into service.